Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that a component within the dc inlet port is broken, the functional evaluation revealed that the battery fails to charge intermittently and the root cause identified as a defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that where the power cord goes is defective. No patient harm reported.